Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The customer reported that sling had a sharp edges. During initial uses of the sling the caregiver cut his leg and sustained a pressure sore. The injury was has been treated by a wound care nurse. The complaint will be reportable due to sustained injury by a caregiver.

Manufacturer narrative:
A customer reported that the sling mla3000 had sharp edges on the sling leg section. It was reported that during the initial use of the sling with the leg straps crossed, a caregiver cut his leg thigh and sustained a pressure sore. The injury required treatment from a wound care specialist. After the event, the sling was evaluated by an arjo technician. The customer indicated that the sharp edges appeared on the stiffener (this part is sewn inside the leg section of the sling). The sling inspection showed that there was no evidence that the stiffener perforated the sling fabric, and there was no evidence of the presence of sharp edges. No sling malfunction was found. Therefore the customer allegation was not confirmed. Looking at the incident scenario it has been established that a sling was used by the caregiver. The customer reported that the sling had a sharp edge, however the sling inspection did not show any malfunction, and sling met its specification. The complaint was decided to be reportable due allegation that serious injury occurred.